Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to call back if the issue reappeared, to which the caller agreed and acknowledged the instructions.